Event description:
Part of blade assembly for surgical procedure was installed upside down by operator. Blade was to cut flap on eye. Cut was too deep causing need for sutures. Patient will fully recover.